Event description:
It was reported that the patient was implanted with a znn cmn nail and it broke just a few weeks after implantation. The implantation date was not reported. On (B)(6) 2013, the patient underwent revision surgery.

Manufacturer narrative:
The specific device for this case has not been returned for investigation. The lot numbers were received for the affected device, and the device history records were reviewed and found to be conforming. Once the device is received and investigated, an updated report will be submitted. (B)(4).